Manufacturer narrative:
H3: analysis of the 97745 controller (ptm) (s/n#:(B)(6)) revealed broken connector pins and a damaged lcd screen. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient product ID 97745ac lot# serial# unknown implanted: explanted: product type accessory product ID 97755-s lot# serial# (B)(6) implanted: explanted: product type recharger product ID 97745bp lot# serial# (B)(6) implanted: explanted: product type accessory medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported that they met with the patient and the controller not turning on issue has been resolved. Rep had patient (pt) demonstrate what was occurring when they would experience the issue. Pt's actual "issue" was with the screen displaying charge level percentage of the controller and generator. Pt stated they did not recall them being displayed in "this particular order." Rep explained to the patient the screen had always been that way and had not changed. No other issues beyond this were reported by the patient. Pt weight unknown. Pt representative also contacted rep and reported pt had been recently diagnose with "neurological disorder", which may have been the cause of the confusion. The information provided has been confirmed with the account.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97745 (serial: (B)(6)) product type: 0201-programmer patient brand name intellis; product ID 97745ac (serial: unknown); product type: 0001-accessory b3: event date is month and year valid medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported that 'it stopped working;' later elaborated the controller was not powering on. Pt spoke with rep who redirected them to patient services. Pt said they had tried resetting several times, but the issue persisted. Agent instructed pt to plug controller in to ac power supply without li battery and pt reported the screen turned did not power on. Pt confirmed there was green light on ac power and plug felt fine. An email was sent to the repair department to replace the controller. Pt was very confused throughout call and struggled with taking instructions. Pt also couldn't seem to find controller battery door cover. Patient representative called in reporting that they received the replacement controller, but controller will go blank as soon as it is removed from the a/c power cord and plugged into the recharger. During the call caller confirmed no visible damage to the recharger, but noted that the a/c power cord had a few kinks in it. Agent walked caller through resetting the controller. Caller realized the battery pack was not in the controller. Once the battery pack was re-inserted, the controller was able to pair to the ins and caller confirmed the ins was able to recharge with excellent q uality. An email was sent to repair to replace the a/c power cord. Patient rep called stated patient received the controller but still having trouble with the device. Patient rep stated they cannot be with patient during pats open hours until thursday and they need to figure out the issue. Patient rep stated the implant will charge at excellent but the controller battery pack does not decrease. Patient rep stated patient is not getting therapy relief and thinks something is not working. Agent reviewed device function. Patient rep asked to get the recharging antenna replace. Agent reviewed in order to replace recharger (rtm) patient rep will need to be with patient to get information from controller screen / troubleshooting. Patient rep stated they want to get the rtm replace to see if that will resolve the issue. Patient rep stated they will callback with rtm serial number. Agent reviewed if a new rtm does not resolve the issue patient will need to consult with hcp ofc for next steps. Additional information was received from the manufacturer representative (rep). Caller stated they spoke with patient's representative today and when recharging ins, the controller isn't depleting like it used to - it seems to stay near 100% and patient isn't getting as much pain relief. Caller stated they verified stim was on over the phone this morning. Caller requested that we replace both recharger and controller battery pack otherwise the patient is going to continue to push for replacement product. Tss reviewed that replacement battery pack and recharger would be sent but it is rare for controller battery to have a problem with not depleting so replacement product may not resolve the issue. Caller also stated that patient had recent foot surgery so that may be contributing to their pain levels. An email was sent to repair for recharger and battery pack.